Manufacturer narrative:
Investigation is complete. B5 and h codes updated to match investigation results.

Event description:
It was reported that while a patient was being transported, the cot hit a pothole and tipped. As a result of the tip, the patient received a shoulder injury which was treated with entonox (over the counter medication). It was further reported that the paramedic sustained a back injury from attempting to stop the cot from tipping, but was able to complete their shift.

Event description:
A staff member sustained a back injury whilst trying to stop the stretcher from overturning but complete the shift the patient sustained a shoulder injury, possible fracture, and was conveyed to hospital. The patient received entonox for the shoulder pain. The patient was discharged the next day, no fracture identified.